Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found all ball bearings fell out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a fracture repair on a canine, it was discovered that ¿all ball bearings fell out¿ of the large chuck with key drilling speed device . The reporter was not sure if bearings fell into the patient as the bearings were "very small". The reporter stated that an x-ray was completed; and revealed that there were no signs of the bearings. There was a delay of less than 15 minutes as a spare device was available for use. The reporter stated that the surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.